Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for elective replacement time (ert). However, premature battery depletion was confirmed upon lab analysis.